Event description:
The hospital reported that the balloon failed on the vaso view hemopro.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).